Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 3 years and 1 month dental implant was installed in intraoral region 24#, its loss of osseointegration was observed. In addition, 50 ncm of primary stability was achieved, the patient presented bone type ii and trauma over the implant has happened.